Event description:
Customer reportedly received results of 585 mg/dl, 128 mg/dl, and 120 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Addendum received 2/19/10: during the procedure at 09:45 hours, the patient experienced a drop in blood pressure to 82/28 mmhg. He was treated with 100 mcg of phenylephrine IV.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.